Manufacturer narrative:
Quality notification (B)(4).

Event description:
Patient is a bruxer and a smoker. The patient developed a large post operative infection around the implant in us tooth location #19. Thirteen days later, the patient was rushed to the hospital because the area was very swollen. The patient was treated the same evening where the hospital clinician removed and disposed of the dental implant as well as cleaned and treated the area. The patient was in the hospital for a total of 5 days. Today the patient is doing well and the infection has been relieved this is the first complaint of this type for this part and lot# reported. The manufacturing site was contacted for DHR review on may 24, 2018 and no deviations were found.